Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: three batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Controller log files were not available for analysis. Failure analysis of the returned devices revealed that the batteries passed visual examination failure analysis of (B)(6) revealed that the battery passed functional testing. Functional testing revealed that (B)(6) and (B)(6) were unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The battery charger status indicator will flash red after eight (8) hours due to a charge time-out. The flag was removed after allowing the battery to discharge, causing the voltage to decrease below the voltage threshold. This is an additional observation not related to the reported event. The most likely root cause of the not charging condition can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and was able to adequately provide power to a test controller. There is no evidence that the lubrication servicing was performed on the reported device. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and batteries. Additional products: d4: serial #: (B)(6). D10: yes, return date: 21-jan-2020. H3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 131 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6). D10: yes, return date: 21-jan-2020. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de, expiration date: 30-sep-2019, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device manufacture date: 23-sep-2018 , labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-sep-2019, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 21-sep-2018, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three batteries exhibited power switching and will be removed from service. No patient complications have been reported as a result of this event.